Manufacturer narrative:
Event methods, evaluation, conclusion and heic codes: updated. Device evaluation: one warmer device was received for investigation. The reported issue was confirmed during visual inspection the device was observed to have a broken front enclosure and cracked water tank enclosure. The investigation attributed the issue was caused by damage to the user interface. The root cause was listed as likely caused by the user, but it is unknown how the damage occurred. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. The warmer water tank enclosure and front enclosure will be replaced.

Event description:
It was reported that the fluid warmers case was cracked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.